Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
During the installation, the customer reported that they can hardly hear the audio from the speaker. The device was not in use on a patient.